Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2017 with the following findings: multiple occurrences of a large prime volume were observed in the pump prime history. During testing, the pump performed the ¿ez-prime¿ steps with no issues occurring. A 200-unit cartridge was correctly loaded and displayed. Force calibration passed at 171. The pump was opened and no intermittent condition was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (prime issue) issue: patient states that even after releasing the okay button, the priming continues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.